Event description:
It was reported by an anesthesiologist that a pt suffered pharangeal edema after undergoing an egd procedure with a scope that had been disinfected in cidex opa solution and later died. The primary cause of death was listed as "acute repiratory insufficiency", secondary to acute subglottal edema, subsequent to ace medications. This pt presented to the hosp with evidence of laryngeal edema and dysphagia, findings that were confirmed by egd shortly after admission. Pt had respiratory distress from the time of admission, the pt's family chose supportive measures for the pt rather than an aggressive resuscitation and treatment pathway, which would have required intubation.